Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing of the device that may have deviated from the instructions for use (IFU). The suggested events are detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had reduced angulation abilities. The issue was observed during receipt inspection by the customer. There was no patient or procedure involved. The device was returned to olympus for a device evaluation and found the adhesive around objective lens, the adhesive around the light guide lens, and the connecting tube all had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on the charged coupled device unit the image had white dots, the light guide lens had a crack, the plastic distal end cover was shaved, the adhesive on the bending section cover rubber was detached, the indication on the connecting tube was unclear, due to wear of the angle wire the bending angle in the up/down direction did not meet the standard value, due to wear of the angle wire the play of the up/down(right/left) knob was out of the standard value, due to deformation of the lock engagement knob the right/left(up/down) knob could not be locked securely, the image guide protector had a scratch, the grip had a scratch, the control unit had a scratch, the suction cover had a dent, the universal cord had discoloration and a dent, and the scope connector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.